Event description:
It was reported that pump displayed malfunction alarm code malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset instructions, and customer was advised to call back if issue persisted, with no additional information received regarding further outcome.